Manufacturer narrative:
H11. Corrected manufacturer narrative: it was reported that during an initial bunion surgery, the medial cortex was fractured. No other patient outcomes were reported as a result of this event. Additional information indicates the patient was a large male and had a prior bunionectomy. The medial side of the metatarsal was previously shaved, which may have weakened it. It was further reported the surgeon may have aggressively translated. No device was returned for evaluation as no deficiencies or malfunctions were alleged/found with any tmc device. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible devices utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause of the reported event could not be determined. However, additional information indicates that the patient's size, prior bunionectomy, and the operator's technique may have contributed to what the patient experienced. The company will supplement this MDR as necessary and appropriate.

Manufacturer narrative:
It was reported that during an initial bunion surgery, the medial cortex was fractured. No other patient outcomes were reported as a result of this event. Additional information indicates the patient was a large male and had a prior bunionectomy. The medial side of the metatarsal was previously shaved, which may have weakened it. It was further reported the surgeon may have aggressively translated. No device was returned for evaluation as no deficiencies or malfunctions were alleged/found with any tmc device. No devices were returned for evaluation as the hardware remains implanted. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible devices utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. However, additional information indicates that the patient's size, prior bunionectomy, and the operator's technique may have contributed to what the patient experienced. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that during an initial bunion surgery, the medial cortex was fractured. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.